Event description:
It was reported that the user experienced hyperglycemia with a highest cgm reading of 321 mg/dl for several hours while using the ilet system with a g7 sensor, after a typical breakfast and concurrent morning medications that included a corticosteroid; the pump subsequently stabilized glucose, and contemporaneous bgm and cgm were 173 and 172 mg/dl. Symptoms included increased thirst consistent with polydipsia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and no specific device component implicated, and the event was characterized as an adverse event without an identified device or use problem. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.